Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose values in the range of 400 to 500mg/dl. Customer's current blood glucose value was 497 mg/dl and 260mg/dl at the time of incident. No symptoms were reported at the time of the incident. The customer was not treated for high blood glucose. The customer stated that insulin pump might be under delivering. Troubleshooting for the under delivering was provided. The insulin pump passed all tests. No products will return for analysis.